Manufacturer narrative:
Initial reporter phone number: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a lot of air was observed in the circuit of a prismaflex m150 set, after priming. An external fluid leak due to a possible cracked connector was observed. There was no patient involvement. No additional information is available.